Event description:
An 86 year old female pt was treated with toxavit to devitalize tooth 47. The cavity was then filled with espe's temporary filling material cavit-g. During the following night, the pt experienced a laryngeal spasm. The emergency room dr gave cortisone (IV) and tavegil tablets. The symptoms subsided completely. The dentist supposed that the symptoms were caused by one of the administered dental products. On the pt's request, tooth 47 was extracted.